Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure, an insulation defect was observed on the right ventricular lead. There was partial separation of insulation in the area adjacent to the connector pin. Lead function was not affected by the insulation defect. The damage was repaired. The procedure was completed successfully with no impact to the patient.